Event description:
During (B)(6) 2010, I had symptoms of rashes, itching, swelling, and pain on my hands and feet that persisted with no explanation. On (B)(6) 2010, I had a MRI which revealed I had a ruptured silicone breast implant that had been placed (B)(6) 1986 by (B)(6) in (B)(6). The implants were 350 cc dow corning manufactured implants. Following the results I consulted with (B)(6) in (B)(6) whom I told of the results and symptoms of illness that I had been having. I was told that if the implants were removed and replaced, often the symptoms will resolve. I was concerned and had asked if I should not replace the implants, however, he stated that the saline would be safer and since I would have empty pockets where the silicone implants were removed, it would be best to replace them with the same size saline. I agreed. In (B)(6) 2010, I had the surgery of explant and implant. Post-operatively, my husband was told by dr. (B)(6) that both silicone implants were actually "disintegrating" in my body and that he thought he got most of it out. Eight days later I was stuck with severe pain in my joints suddenly. I was referred to a rheumatologist who did not give a definitive diagnosis until (B)(6) 2010 of scleroderma. I also was told I had raynaud's in my hands and feet. I consulted with an allergist, an endocrinologist for inflammation/goiter of thyroid with negative biopsy, and sought treatment for what they thought was pneumonia. Upon treatment with a pulmonary specialist, (B)(6) was told I had ground glass opacities in my lower lobes of my lungs. I consulted with (B)(6) in (B)(6), and subsequently had surgery to remove the saline implants in (B)(6) 2010. By tht time I had much pain and swelling in my hands and feet and joints, and also suffered shortness of breath. After the surgery of explanation, lymphadenectomy, and a lift by (B)(6) and her partner, I was told that much scar tissue was removed, my chest wall was full of mold and fungus (described as a "garbage dump"), and that two swollen lymph nodes were removed and tested positive of silicone. I continued to see dr. Kolb for a detox regimen and anti fungal and antibiotic treatment. By (B)(6) 2011, my symptoms of scleroderma became very aggressive and my hands and fingers began to curl (sclerodactyly). I consulted with (B)(6) at (B)(6) center and was subsequently tested and treated for diffuse systemic sclerosis. The initial recommended treatment of cytoxan was denied by insurance, however I was finally approved to receive ivig treatment that began (B)(6) 2012 and ended (B)(6) 2014. During (B)(6) 2011 and (B)(6) 2011 I was hospitalized twice for finger ulcers and osteomyelitis in the finger joints. I had to have a groshong line place (B)(6) 2011 so that I could receive treatment due to inaccessible veins and subsequently a port placed (B)(6) 2012. I was treated during and following both hospitalizations for infection with IV antibiotics for subsequent infections and osteomyelitis. I also was seeing pain management physicians from around (B)(6) 2011 to present in (B)(6). I currently have scarring, skin tightness (highest of rodin score 44 to lowest 12 currently), have sclerodactyly, pain, and stress. Treatment continues with cellcept, ace inhibitors, gabapentin, synthroid, and suboxone for pain management. Monthly cbc and annual pft and echocardiogram.